Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving inappropriate shock therapy. Interrogation revealed the right ventricular lead was fractured. Loss of capture and lower out of range high voltage lead impedance were observed due to noise causing inhibition. Programming changes could not resolve the oversensing. The pace/sense portion of the lead was capped and replaced during a generator upgrade procedure. The patient condition was stable throughout the procedure and discharged home. The patient will be on routine follow-up.